Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported error code 13-1033-149 had appeared. On (B)(6) 2018, the pressure connector was reseated, and calibration, accuracy and functional tests were performed using the alaris system maintenance program version 10.33.0. Once the unit was turned on in service mode to run functional tests, the software error code 13-1033-149 was present. On (B)(6) 2018 the pressure sensor connector was reseated again, and firmware was flashed but software error code 13-1033-149 was present. The syringe pump was disassembled, the pressure sensor was replaced, and the pump was reassembled. Flash syringe was performed, and calibration and accuracy tests were performed, but error code 13-1033-149 was still present. On (B)(6) 2018, the pressure sensor was reseated, and the syringe was flashed on a pc. Software calibration and accuracy tests were performed, and the error and event log was downloaded. Software preventative maintenance was completed, logs were cleared, and functional test was completed. No further information is available.